Event description:
It was reported that while performing a battery drain test, the external pulse generator (epg) shut off immediately once the battery drawer was opened. The caller stated the battery functioned normally in similar device with the same test. Technical support (ts) made sure the caller was following the test with rate and device being locked. Ts stated that most likely the capacitor was bad. The epg was returned for trade-in rebate because it is too old to be returned for repair. There was no patient involvement.

Event description:
It was reported that while performing a battery drain test, the external pulse generator (epg) shut off immediately once battery drawer was opened. The caller stated the battery functioned normally in similar device with the same test. Technical support (ts) made sure the caller was following the test with rate and device being locked. Ts stated that most likely the capacitor is bad. The epg is too old to be returned for repair. Caller will keep for parts or trade it in. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed battery removal testing, the main printed circuit board (pcb) was out of specification. It was also noted that the display was missing pixels, the upper case and lower case were broken and contaminated, the battery release and battery drawer were contaminated, the side bail covers, ring cover, side bails and ring were missing and the battery contacts were compressed.

Manufacturer narrative:
Further analysis was performed on the main pcb and the display assembly. Visual inspection revealed no anomalies. Bench analysis revealed that when the display assembly was assembled with the pcb in a testing unit, active current drain failed testing. After a diode was replaced on the assembly active current drain then passed. Conclusion: confirmed the reported event and functional test failures during initial analysis of the device caused by a diode component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).